Event description:
The company representative has heard from different health care providers that the activa sc and activa pc battery voltages for dbs patients are fluctuating a lot in an unpredictable way. For an example they may go from 2.97 to 3.01 to 2.7 on different clinic visits. It has also been seen that the battery voltage went from 3.0 to 2.97 within a month¿s time. The health care providers have reported it both decreasing and increasing in an unpredictable way. Additional information has been requested.

Manufacturer narrative:
Concomitant medicaql products: product ID 37602, product type implantable neurostimulator, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID neu_unknown_lead, product type lead. (B)(4).